Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during surgery for an astragalar simple fracture, the surgeon decided to use a headless compression screw 3.0 although he was informed that the product was not adapted to for use in this treatment. While operating, the surgeon felt some resistance when he drilled the screw using the cannulated drill bit. It was found that the drill bit broke in a spiral-shape about 5 mm into the bone. The surgeon extracted broken pieces of the drill bit. When the surgeon subsequently extracted the guide wire, it was found bent. There was a 5-minute surgical delay. The patient harm was reported for retaining the potential of broken pieces residual in the patient¿s body. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was performed: the complaint condition for the 310.221 lot number f-11142 2.0mm cannulated drill bit was likely caused by contact with the guide wire during use; however, this complaint is not likely a result of any design related deficiency. The 310.221 2.0mm cannulated drill bit is an instrument routinely used in the 3.0mm cannulated screws system. The device was returned and reported to have broken intra-operatively. This condition is confirmed; the distal end of the drill bit has fractured in several locations with several small fragments being returned. It is likely that the drill bit collided with the guide wire under power during surgery leading to the fracture pattern and this complaint condition. The device was manufactured in 9/2010 and is over four years old. The balance of the returned device is in fairly worn condition. Device drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. It is likely that the drill bit collided with the guide wire under power during surgery leading to the fracture pattern and this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: 310.221 - f-11142, manufacturing site: (B)(4), supplier: (B)(4), manufacturing date: 22.sep.2010, expiry date: - no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Additional product codes: hsz, gfa, gff device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.